Event description:
It was reported that during the preparation of port placement procedure, the needle allegedly did not aspirate. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A crack was noted within the introducer needle hub. Upon infusion, small leaks were observed from the introducer needle hub. Aspiration of water into the syringe was attempted and was unsuccessful as water did not fully return within the in-house syringe. In addition to the returned physical sample, two electronic videos were provided for review. The video shows the clinician was aspirating water in the syringe and it was unsuccessful. Manufacturing site evaluation of the sample found a crack in the pink hub of the introducer needle, it was observed that the cavity that presented this damage was number three, a syringe connected to the needle was observed where liquid was being infused through the needle, however, a leak of that liquid was observed through the hub of the introducer needle. Therefore the investigation is confirmed for the reported suction issue and identified fracture issues. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2026) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.